Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia and an epigastric hernia. It was reported that after implant, the patient experienced infected mesh, recurrence, persistent drainage, lipoma, abscess, purulent material, bacterial infection, inflammatory exudate, tenderness, pannus, painful lump, mass, attenuation, and abdominal pain. Post-operative patient treatment included explant of mesh, hernia repair with new mesh, removal of abscess cavity, debridement of fascia, removal of lipoma, hernia repair, and medication.